Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers "pump failed and stopped delivering insulin". Customer is currently out of warranty and declines follow up from tandem technical support.